Event description:
It was reported that this right ventricular (rv) lead has been exhibiting a gradual rise in pace impedance measurements, most recently, measuring 1800 ohms. This measurement observed is out of range for this rv lead. Threshold and sensing measurements are normal and within range. Technical services was consulted and recommended troubleshooting options. The physician has opted to continue to monitor the lead at this time. The rv lead remains in service. No adverse patient effects were reported.